Event description:
It was reported in preparation for a percutaneous coronary interventional procedure, catheter breakage occurred. While removing the 2.50x24mm taxus libert drug-eluting stent delivery system from the protective hoop, the catheter broke. The procedure was completed with another of the same devices, and patient status was reported as 'ok'.

Manufacturer narrative:
Device analysis confirmed the reported complaint. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 78cm distal from the catheters strain relief. The device was kinked at the point of separation. The entire hypotube was severely kinked along its entire length. The complaint indicated that the problem was noted during unpacking however an examination of the device clearly identified that this device had been prepped for use. No issues were identified with the profiles of the balloon and crimped stent that could potentially have contributed to the reported complaint. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be determined.